Event description:
When opened, noted the tip of stent to be broken. This was an out of the box failure. No apparent damage to packaging. Unknown what caused the stent to break. Another device obtained. No harm to patient.====================== manufacturer response for polaris ultra, polaris ultra (per site reporter).====================== provided new device.